Event description:
A customer reported that the tubing set did not work as there was no air flow observed. An alternate tubing set was used. Add'l info rec'd indicated that the event occurred during a procedure and the exchange from fluid to air did not work. There was no pt harm reported.

Manufacturer narrative:
The sample has been rec'd and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).